Event description:
The patient had a t2 ph nail implanted. After surgery, it was found that the locking screw had backed out (1 case).

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.